Manufacturer narrative:
B1: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they can't connect to their wireless recharger; patient (pt) added they were able to connect in the past. Patient mentioned the handset kept saying "trying to connect" over and over and today was the first time they had this issue in connecting. Agent had patient closed all apps on the handset and powered on the wireless recharger, then tapped recharger application to connect. Patient confirmed not found on handset. During the call, patient mentioned when the device was first given to them their manufacturing representative (rep) also had an issue connecting with the recharger but then they were able to connect. Patient confirmed the wireless recharger was fully charged with 3 green lights on and power button has green light. Agent had patient reset the wireless recharger, turned on and off the airplane mode to reset the bluetooth, closed all apps, then restarted the handset. Agent had patient attempt to connect to recharger application. Patient mentioned started to connect but still not found. Agent had patient switch recharger; selected the correct prefix; and manually entered the serial number. Agent instructed patient to place the recharger over the implant then continue but still not found appeared. Agent had the patient tried again; agent instructed patient to place the wireless recharger over the implant then tapped connect. Patient mentioned the wireless recharger beeped like it was connected but then went back to searching again. Agent heard the same sound notification during the call. Agent reviewed to patient implant date and possible swelling on the implant site might be causing the interruption. Steps taken during the call did not resolve the issue. Agent redirected the patient to their healthcare provider (hcp) and manufacturing representative (rep). Patient mentioned they had an MRI done.